Manufacturer narrative:
(B)(4).

Event description:
The report received from the cypress study indicated that a patient underwent revascularization of the mrca approximately twenty-one months post index procedure. The patient's medical history is significant for angina, most recent pci on (B)(6) 2008, prior brachytherapy, family history of coronary artery disease, hyperlipidemia, hypertension, and most recent mi on (B)(6) 2007. At the time of index procedure, angiography revealed 90% stenosis in the right posterior descending artery and 70% stenosis in the distal right coronary artery. The indication for the procedure was unstable angina pectoris. The first lesion treated was rpda described as 15mm in length, class b1, and de novo. The reference vessel was 2.5mm in diameter. The lesion was treated with a 2.5x18mm cypher rx at 14atms. The second lesion treated was drca described as 5mm in length, class a, and de novo. The reference vessel was 3mm in diameter. The lesion was treated with a 3x8mm cypher rx at 16atms. Approximately twenty-one months later, the patient underwent revascularization of the mrca. It was reported that the stents are patent, but the mid vessel proximal to the distal stent appears to be an 80% stenotic. A 3.0x15mm xience stent was deployed at 23atms. The outcome of the event was resolved without sequelae. The event was deemed to be not related to the index stent, procedure, or drug in an investigator's opinion.

Manufacturer narrative:
Addendum ((B)(4) 2012): additional information received from the site indicated that upon review of the films by the pi, the (B)(6) lesion (stent) was more than 5 mm away from previous study stents and both study stents were patent. Previously reported code of coronary artery restenosis has been removed.

Manufacturer narrative:
Concomitant medications included ace inhibitors, aspirin, avodart, plavix, heparin, hctz, lisinopril, nexium, nitroglycerin, tricor, zetia, and zocor. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that a patient had elevated cardiac enzymes during the index admission and underwent revascularization of the mid rca approximately twenty-one months post index procedure. The patient's medical history is significant for angina, most recent pci on (B)(6) 2008, prior brachytherapy, and family history of coronary artery disease, hyperlipidemia, hypertension, and most recent mi on (B)(6) 2007. At the time of index procedure, angiography revealed 90% stenosis in the right posterior descending artery and 70% stenosis in the distal right coronary artery. The indication for the procedure was unstable angina pectoris. The first lesion treated was rpda described as 15mm in length, class b1, and de novo. The reference vessel was 2.5mm in diameter. The lesion was treated with a 2.5x18mm cypher rx at 14atms. The second lesion treated was distal rca described as 5mm in length, class a, and de novo. The reference vessel was 3mm in diameter. The lesion was treated with a 3x8mm cypher rx at 16atms. At the time of discharge, the ckmb was 8.9 (5 unl) and the troponin I was 2.38 (0.4 unl). The patient was discharge a day after. Approximately twenty-one months later, the patient underwent revascularization of the mid rca. It was reported that the stents are patent, but the mid vessel proximal to the stent appears to be an 80% stenotic. A 3.0x15mm xience stent was deployed at 23atms. The outcome of the event was resolved without sequelae. The event was deemed to be not related to the index stent, procedure, or drug in an investigator¿s opinion. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15104698 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia.